Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-jul-2017, the fse aligned the tip discard position for the main arm in the y and z position due to a misalignment. Macros were run for main arm tip discard without issues, as well as a substrate background and three levels of cardio controls for ctnl2. The most probable cause of the reported event was a main arm tip discard misalignment.

Event description:
On (B)(6) 2017, the customer reported receiving error 4224, interference of dispensing nozzle zaxis of main arm, on their aia-2000 analyzer. Performing all set home and version up functions did not resolve the issue. The customer found that the tips were backed up and jammed. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of ckmb and troponin patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.